Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified medication via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery an unspecified premedication prior to the delivery of an unspecified chemotherapeutic agent. After the premedication delivery was complete, the male adapter of the secondary tubing set was disconnected from the clave secondary port of the primary tubing set. At an unspecified time, the male adapter of a second unspecified secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that one hour after the delivery was started, 10ml of solution leaked from the tubing between the clave secondary port and the cassette of the primary tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported that during visual examination of the primary tubing set at the user facility found that the tubing between the clave secondary port and the cassette was cracked. Though requested, no add'l info was provided.